Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Both cables were found to have suspected fractures within the plug/strain relief at the sensor end of the cable which caused intermittent signal transmission when gently flexed. The root cause of the reported issue was found to be cable interruption at the socket. Complaint investigation was brought to the attention of manufacturing engineers.

Event description:
It was reported that upon testing by pulmolink, both cables were found to have suspected fractures within the plug/strain relief at the sensor end of the cable which caused intermittent signal transmission when gently flexed. No patient involvement